Event description:
The customer reported that the system displayed poor images on both monitors. The screen was scrambled even after reboot.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep found the ip and display adapter were defective. He replaced the ip and display pcb's. The system operates as intended.